Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during a follow up visit ¿suspicious atrial lead performance was observed¿. The lead was programmed off. No patient complications have been reported as a result of this event.